Event description:
A report was received that states that the pilot balloon detached from the inflation line of the tracheostomy tube after 1 and 1/2 weeks in situ. There was no report of incident related medical sequelae.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the evaluation.